Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a device history review has been inserted into the file.  This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary and bowel problems, recurrence, bleeding, and dyspareunia. No additional information was provided.